Event description:
Boston scientific crm received information that this atrial pacing lead exhibited loss of catpure. An x-ray was performed and confirmed the lead was dislodged. It was reported that the patient's defibrillation lead was also dislodged. The patient had been hospitalized pending the revision procedure.

Manufacturer narrative:
The field representative reported that during the revision procedure, the atrial lead was tested and the physician elected to not reposition the lead. Both leads and the device remain in service. No additional adverse patient effects were reported.